Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion in adhesive around light guide lens, corrosion in adhesive around objective lens and chip in adhesive around server plug in. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited corrosion in adhesive around light guide lens, corrosion in adhesive around objective lens and chip in adhesive around server plug in. There was no patient involvement.